Event description:
Customer reported a damaged fiber tip and decreased vaporization at 45,600 joules during a prostate procedure. The case was completed with a second fiber. It was reported that there was no pt injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customer's initial report of decreased fiber vaporization, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber cap was found to be detached; the fiber cap was not returned by the customer. It was reported that the physician was able to finish the case and that there was "no injury." There was no indication or report of any part of the device remaining inside the pt. Based on the analysis findings, the fiber condition would result in a forward firing condition and has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure. The product labeling warns that tissue retraction, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage.